Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed incoming testing. The electrode belt ECG "a&b" and "c&d" cables were damaged, causing the reported alarms. The root cause for damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and arrhythmia alarms.